Manufacturer narrative:
Investigation summary: testing was performed in triplicate at abbott diagnostics scarborough, inc. On retained kit lot m187421 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 190-000j / lot m187421 and test base part number 190-430 / lot m187421. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m187421 showed that the complaint rate is 0.005%. Abbott diagnostics scarborough was unable to determine an assignable root cause as the logfiles were not provided for investigation, however substances in the sample itself may have interfered with the reaction. Reference related MFR. Report number 1221359-2022-02944.

Event description:
The customer reported two false negative results with the ID now covid-19 assay. This report is for patient one of two. The patient tested negative with the ID now covid-19 assay on (B)(6) 2022 after having tested positive with pcr testing on (B)(6) 2022 (platform unknown). The patient was reported to have no fever or symptoms. No additional information was provided.